Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 09-aug-2011, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that there was neck pain possibly related to the extension and there is a possible extension. Before ins replacement the doctor discussed the surgery with the patient and discovered that they were having pain in their neck due to the extension so they decided to revise that, too. During the revision they discovered what he believes to be a possible infection at the lead-extension site, capped the lead, and removed the ins and extension and sent them to pathology for testing. The devices were asked to be returned to the manufacturer. No environmental/external/patient factors that may have led or contributed to the issue. No diagnostics/troubleshooting performed. Interventions/actions included the surgical procedure. The issue is reported to be resolved. No further complications were reported or anticipated with this event.